Event description:
Pt admitted to ER on 09/10, transferred to medical floor and on 09/11 was transferred to progressive care unit -pcu- for monitoring. The pt developed cardiac arrhythmias and subsequently a code blue was initiated. During the resuscitation the pt was electronically defibrillated two times. On the third attempt, the defibrillator did not fire. Another defibrillator unit from within the area was obtained and the code continued. The pt's condition was not compromised during this period. The pt did not survive, however, the cause of death was not related to the malfunction of the defibrillator. The unit that malfunctioned was removed from service and sent to the bio-med department.